Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 2.50x20mm liberte bare stent delivery system (sds) was advanced to the stenosed unspecified target lesion location. The sds could not cross the lesion and the stent became deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A 2.50x20mm liberte bare stent delivery system (sds) was advanced to the stenosed unspecified target lesion location. The sds could not cross the lesion and the stent became deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. A visual examination of the entire length of the device identified no issues. The stent was uniformally crimped onto the balloon. No issues existed with the profile of the tip section of the device. There were no kinks noted along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).